Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system powered off unexpectedly. Upon troubleshooting fse found that mpdu (main power distribution) control unit was faulty. To resolve this issue, fse replaced mpdu control unit. The defective component was returned to philips for analysis and burn and heat spot was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system powered off unexpectedly. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.